Manufacturer narrative:
(B)(4).

Event description:
The patient reported that there was a shocking sensation. The patient was getting shocked and it was getting worse, happening every 10 minutes. It was noted that their dog had jumped on them two days prior to the report. The patient indicated that they would follow-up with their health care professional (hcp). Other relevant medical history includes spinal pain and rsd/causalgia-complex regional pain syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.